Manufacturer narrative:
Patient info was unavailable at the time of this report. Medtronic representative performed additional training with the surgeons at the site. The registration technique contributed to the event. No additional issues have been reported following the training.

Event description:
A medtronic representative reported that a surgeon was inaccurate after completing tracer registration. He completed the surgery using navigation. There was no impact on patient outcome.